Event description:
It was reported that the patient's spinal cord stimulator (scs) paddle lead had impendences out of range reading when attempting to enter MRI mode. The patient also stated that the fall made direct contact with the implant area but reported no changes in stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.